Manufacturer narrative:
The insulin pump received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, reservoir tube cracked and cracked lcd window. No unexpected excessive no delivery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a no delivery alarm which was resolved with a complete set change. Customer's blood glucose was 550 mg/dl. Customer also reported that the display screen was cracked. Customer also had blood glucose readings of 89 mg/dl 350 mg/dl, 495 mg/dl and 510 mg/dl. Customer was advised that insulin pump would need to be replaced.